Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an alert 38 indicating a motor stall after changing pump supplies, with a reported blood glucose of 298 mg/dl; the user confirmed the alert, performed a dry run to 120 units, then replaced the cartridge, connector, and inset teflon infusion set, after which glucose began trending down. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included troubleshooting over the phone, a successful dry run, and education on supply replacement. Investigation of this case revealed a consecutive motor stall associated with insulin delivery interruption, with functionality restored after replacing the disposable components. It was concluded, based on previously established findings for similar reports, that the cause was supply-related occlusion or flow resistance leading to a transient motor stall, resolved through component replacement and proper setup.